Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Choking, head of brush head shot to the back of throat [foreign body], head of brush head snapped away from the product / broken head. Case description: a female consumer of unspecified age reported via e-mail on 09-mar-2017 that as she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown that morning, the head snapped away from the oral-b power oral care refill precision clean which then shot to the back of her throat, resulting in her choking on it. The consumer noted that she swore by all of oral-b's electric products. The case outcome was recovered. No further information was provided. On 09-mar-2017 received consumer's follow-up e-mail: the consumer reported that she had the broken brush head and also some brush heads left in the pack of 4 that she would be happy to return to the company. On 09-mar-2017 received consumer's follow-up e-mail: the consumer reported that she had to purchase another pack of brush head to be able to carry on using the product as she wasn't happy to continue with the faulty pack. On 10-mar-2017 received consumer's follow-up e-mail: the consumer reported that she scratched at the gray symbol on the brush head and nothing had happened.

Manufacturer narrative:
On 05-apr-2017 product investigation results: reporter returned three toothbrush heads on 29-mar-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Choking [choking]. Head of brush head shot to the back of throat [foreign body]. Head of brush head snapped away from the product / broken head [device breakage] product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that as she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown that morning, the head snapped away from the oral-b power oral care refill precision clean which then shot to the back of her throat, resulting in her choking on it. The consumer noted that she swore by all of oral-b's electric products. The case outcome was recovered. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she had the broken brush head and also some brush heads left in the pack of 4 that she would be happy to return to the company. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she had to purchase another pack of brush head to be able to carry on using the product as she wasn't happy to continue with the faulty pack. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she scratched at the gray symbol on the brush head and nothing had happened.